Manufacturer narrative:
(B)(4). Date sent: 5/29/2024. Batch # x70381. Additional information was requested and the following was obtained: "upon conversation with the client, I was notified to only 1 device malfunctioning. When I opened up the biohazard bag, I found there were two devices included. The customer appears to have removed all devices from the sterile field and placed them in the bag. I could not discern which device malfunctioned and which operated correctly so I included both. There should only be one defective device." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble two(2) clips were found inside clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clips were not able to discharge from the device. Another device used to complete procedure. No patient harm.